Event description:
It was reported that a patient's device morphology template could not be updated, when an asymptomatic patient presented in-clinic for a follow-up. Clinicians noted that several out of clinic updates were successful, but when they tried to update the template manually, the template could not be updated. The clinician plans to disable the morphology discriminator and the patient will be monitored via routine follow-ups by their physician.